Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent the open reduction internal fixation (orif) with the trochanteric fixation nail advanced (tfna) for the fracture of the left trochanteric femur. During the insertion of the tfna nail, the surgeon had difficulty inserting the nail. The surgeon tried to insert the nail with a driving cap and a hammer. After the insertion of the nail, the surgeon reinserted the guide wire for the blade insertion several times and inserted the blade. When the surgeon checked the image for the insertion of the locking screw, there was a new fracture line slightly distal to the locking screw insertion point. The secondary fracture area was fixed with a cable after insertion of a locking screw. The surgery was completed successfully within a thirty (30) minute delay. The patient outcome was reported as stable. This report is for an unknown distal locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.